Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracic procedure, the device did not open after being fired. The surgeon pressed the release button and lifted the device before realizing the device did not open. A small pulmonary vessel was torn and a clip was applied to control bleeding. Another device was used to complete the procedure.